Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced.

Event description:
Revised a liner and head on a right hip due to the constrained liner disengaging from the shell. He converted to mdm. The first revision was on (B)(6) 2022 due to dislocation.